Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1308z, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their leads and ins removed on (B)(6) 2016 and after the ins and leads were removed, she got a staph infection. The staph infection was treated with oral antibiotics. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.